Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2018. According to the complainant, during preparation, the bands failed to deploy. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband device with the velcro strap and ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found four bands present with one band was moved out of its position. It was noticed that the ligator head teeth were bent and the trip wire was bent in several locations. The suture was intact and attached to the trip wire and ligator head. The trip wire was partially rolled in the handle and was secured in the handle assembly slot when received. Further examination of the trip wire found that it was cut with a sharp tool, the cut ends were inspected in magnified visual system. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly and the velcro strap. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during procedure. Once the ligator head teeth are damaged, the suture can be detached on the ligator head and moving bands without being deployed which could have contributed with the reported issues. Also the trip wire appears to had been cut with a sharp tool and this condition is not considered as an issue of the device. Based on the information available and the analysis performed, the most probable cause for the complaint event is operational context, probably due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2018. According to the complainant, during preparation, the bands failed to deploy. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.